Event description:
The customer reported via phone call that she was at the beach and forgot to remove the insulin pump before going into the water and received a button error alarm. Blood glucose value at the time was 420 mg/dl; current reading was 502 mg/dl. Customer was advised treat, discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.